Event description:
As reported by the edwards lifesciences affiliate in italy, an evoque valve was implanted in tricuspid position where, on post-operative day (pod) 4, the patient developed a new sinus dysfunction and atrial fibrillation with slow ventricular response (40bpm). On pod 5, a leadless permanent pacemaker was implanted.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
Additional type of investigation codes that were unable to be added in h6: labeling review. The complaint for valve function/performance - valve interacts with conduction system was confirmed with other empirical evidence via information reported by edwards clinical specialist. As reported, the patient experienced a complete avb block that required a permanent pacemaker implantation. Heart block and other conduction disturbances are common in patients with underlying cardiovascular disease and can be exacerbated or aggravated with standard intra-operative medications or anesthesia. Such events are related to the patient's underlying condition. Other mechanisms for conduction abnormalities could be related to coronary obstruction due to air embolism, coronary spasm and/or local edema affecting the av node. Conduction disturbances have also been documented during transcatheter cardiac procedures as a result of direct interaction with cardiac anatomy, especially in patients with underlying conduction abnormalities. Other potential causes include trauma by a guidewire or delivery system. Additionally, cardiac conduction system complications are known risks with tricuspid valve interventions due to the proximity of the atrioventricular node (av node) to the septal leaflet of the tricuspid valve. These conduction disturbances can lead to post-operative heart block requiring pacemaker implantation. Nevertheless, a definitive root cause cannot be determined. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformance's related to the complaint event were identified. Since no manufacturing non-conformance's were found and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions were required.